Manufacturer narrative:
Additional information was received that the valve was reported to fail due to severe central aortic insufficiency identified via echocardiogram. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately two years and eight months following the implant of this transcatheter bioprosthetic valve, the valve was reported to fail due to aortic insufficiency identified via echocardiogram. The valve was replaced with a surgical valve. No additional adverse patient effects were reported.